Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the surgeon reports a breakage of the torx 30 screwdriver (cannulated) from the fixos 7.0 mm screw system, a second screw driver was used from the op tray." A 30 min delay in the surgery was reported.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon reports a breakage of the torx 30 screwdriver (cannulated) from the fixos 7.0 mm screw system, a second screw driver was used from the op tray."a 30 min delay in the surgery was reported.